Event description:
It was reported to philips that the m3538a lithium ion battery became disconnected and the heartstart mrx did not function during a critical reanimation. The customer concluded that the new battery covers were lesser quality than previous version with result that the battery became disconnected inside the heartstart mrx. We are considering this to be a serious injury as this was described as a critical reanimation during a potentially life-threatening event. This report addresses the first battery serial number involved and pr 10443377 (MDR 1218950-2020-02924) addresses the second battery serial number. Note that we do not know which battery serial number was actually involved with this patient incident. Because this information could not be obtained, this case was already reported and will house the serious injury file related to the critical reanimation. Pr 10443377 (MDR 1218950-2020-02924) will house a non-adverse event for the allegation of battery cover quality. Philips did not evaluate the defibrillator or battery. A product support engineer reviewed the pictures of the batteries for serial number 19248-0229 and 19248-0478. The lot code for both was initiated 05sep2019. There were no changes to the plastic housing design or manufacturing process in this time period. There have been no substantive changes to the top housing of the battery since 2007. The customer stated that the issue occurred in the emergency room but they were unable to identify the exact employee who was involved with the incident. They were not able to provide patient/procedure details nor the evaluation and resolution. As philips could not obtain additional details regarding evaluation and resolution, we are unable to determine the cause. No conclusion can be drawn. The customer indicated that they are no longer using the heartstart mrx device as they have purchased a different defibrillator.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the m3538a lithium ion battery became disconnected and the heartstart mrx did not function during a critical reanimation. Philips is considering this event to be a serious injury because the treatment was interrupted and it is unknown if the patient experienced an adverse event and the outcome of the event is unknown. Additional information has been requested.